Event description:
The customer contacted stryker to report that the device failed to emit audio prompts when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device to resolve the reported issue. The device was not returned to stryker for evaluation. A root cause could not be established. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Stryker received the device for evaluation and was able to confirm the reported issue. The root cause of the issue was determined to be the reed switch sw5 component.

Event description:
The customer contacted stryker to report that the device failed to emit audio prompts when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.